Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. The returned sample from the customer contained a piece of dirty cellophane tape inside the plastic tube. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: based on the investigation, a root cause could not be determined within the scope of this evaluation. Cellophane tape is not routinely used or available in the manufacturing process prior to inserting the stopper.

Event description:
It was reported that foreign matter was found in bd vacutainer® serum blood collection tubes. No injury or medical intervention reported.